Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/31/2015 with the following findings: investigation revealed that the battery cap threads were stripped and the cap was unable to secure to the pump; a test battery cap was used. Unrelated to the battery cap issue, investigation revealed that the label on the back of the pump was scratched and illegible and the keypad was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was damaged. This report is made based on results of investigation completed on 12/31/2015.